Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be stretched. No leakages were observed. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, operating system: 18.5, hardware: iphone16.2, cgm sensor type: g6.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to over 200 mg/dl. In addition, the patient reports the pod was leaking during wear.